Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed. The pcu event log, which contains detailed infusion information, was not received. The pcu was powered on on (B)(6) 2015 at 10:47am with the source device attached as channel b. At 10:51am, an unknown drug was programmed to infuse at a rate of 17ml/h and vtbi of 250ml. At 12:04pm, the channel off key was pressed. One minute later, the infusion was resumed with the vtbi listed as 232.129ml; immediately after the channel off key was pressed. At 12:10pm, the infusion was resumed with the vtbi listed as 232.094ml; immediately after the channel off key was pressed. At 12:25pm, the infusion was resumed with the vtbi still listed as 232.094ml; however one minute later, the door was opened and the channel off key was pressed. At 12:36pm, the channel off key was pressed which powered off the pcu. Further review of the log noted no further infusions from the source device. It is unknown why the infusion was channeled off before the expected volume to be infused (250ml) was delivered. The event log review could not determine not how much fluid left the infusion bag. The root cause of the customer¿s report was not identified. The device, infusion set, and infusion bag were not returned for investigation by the customer.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported a heparin overinfusion. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
Correction: initial reporter address.